Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the insulin pump was exposed to pool water. Her blood glucose level was 140 mg/dl. The customer was advised to revert to a back-up treatment plan. At the time of reporting, the customer's last blood glucose was 203 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. All of the buttons functioned properly. However, corroded keypad traces were noted. Moisture damage was noted on the electronic assembly.